Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken, the battery release and heart lead flex were contaminated, both bail covers, both bails and ring were missing, the ring cover was broken, the lead flex cover was corroded, the heart wire contacts were patinated, the battery contacts were compressed, the battery drawer was broken and contaminated and the keyboard window was scratched.